Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The patient¿s mother sated that the patient had a sensor error that lasted over 3 hours, followed by a sensor failure. During this time the patient experienced high glucose levels with nausea and ketones, and had to go to the emergency room (ER). She was treated with insulin via an insulin pen and was in normal condition afterward. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2020.